Event description:
Clinician went to home and was not able to do anything with the vent because the screen was locked up. Clinician could use the toggle switch on the back of the vent to get the vent screen to come on and off, but nothing on the touch screen worked. The display looked normal, but the touch screen wouldn't work. Vent was exchanged out.